Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, inappropriate auto mode switch episodes due to noise on the atrial lead were observed. The noise could be reproduced with provocative arm movements. The lead was capped and replaced on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.